Event description:
It was reported that the texium closed male luer with femaile cap experienced leakage. The following information was provided by the initial reporter: material #: 10012241-0500 batch/lot #: 20097147. Rn started cytarabme. After about 5 min, the patient's wife stated that patient's line is leaking. Rn stopped the pump and assessed the line. A couple small drops were noted on the arm of the chair. Rn checked all the connections, and everything was tight and intact. Rn restarted the pump to see if she could determine where the leak was coming from. Leak was seen coming from texium closed male luer on chemo line that was connected to ns line. Rn stopped the pump, disconnected the chemo and brought back to pharmacy to put a new line on. Rn primed a new ns line and discarded original ns line. Chemo restarted with new line. No leaks noted.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of leaking from texium male luer could not be verified due to the product not being returned for failure investigation. A device history record review for model 10012241-0500 lot number 20097147 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the texium closed male luer with femaile cap experienced leakage. The following information was provided by the initial reporter: material #: 10012241-0500. Batch/lot #: 20097147. Rn started cytarabme. After about 5 min, the patient's wife stated that patient's line is leaking. Rn stopped the pump and assessed the line. A couple small drops were noted on the arm of the chair. Rn checked all the connections, and everything was tight and intact. Rn restarted the pump to see if she could determine where the leak was coming from. Leak was seen coming from texium closed male luer on chemo line that was connected to ns line. Rn stopped the pump, disconnected the chemo and brought back to pharmacy to put a new line on. Rn primed a new ns line and discarded original ns line. Chemo restarted with new line. No leaks noted.